Event description:
It was reported that the tip of a k wire broke off in the bone of a male patient. Approximately two millimeters of the device remains in the patient. Surgery was delayed greater than 14 minutes but less than 30 minutes. No medical intervention was required. It was reported that the surgery was successfully completed. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.